Manufacturer narrative:
Evaluation summary: customer report of thickened leaflets and "one leaflet was dropped" was confirmed. Report of regurgitation was visually confirmed due to observed gap in central coaptation region. Report of hardened leaflets was not confirmed. As received, the free margin of leaflet 2 was observed to be lower by approximately 5mm as compared to leaflets 1 and 3, creating a gap in the central coaptation region and thus likely contributed to the reported regurgitation. Leaflet 1 had a 5mm tear near commissure 2. Leaflet 2 had a 4mm tear near commissure 2; serrated markings were observed at the tear region. Leaflet 2 also had a non-transmural tear of 2mm on the outflow aspect near commissure 3. Leaflet 3 had a 1mm non-transmural tear on the inflow aspect near commissure 1. The free margin of the leaflets were observed to become thickened near the commissure areas, and at the tear regions. The wireform was exposed on commissure 1. X-ray demonstrated the wireform intact and minimal calcification on leaflets 1 and 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect and 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. The sewing ring was cut around leaflets 2 and 3. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Edwards received information that this 27mm aortic pericardial valve, implanted nine (9) years and one (1) month, was explanted due to aortic regurgitation. This valve was originally implanted for aortic valve replacement to correct aortic regurgitation. The valve was explanted and replaced with a non-edwards valve. At explant, one leaflet was dropped and it caused regurgitation. Leaflet seemed to be thickened and hardened. Damage to the sewing ring was made at explant. No other details were provided.